Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4) & (B)(4) description: enh st ld kit, 50 cm the explanted ipg passed visual and performance tests performed. Additional testing determined damage to analog ic by electrocautery. The patient confirmed that a surgery was performed where electrocautery was used. The explanted leads exhibit normal device characteristics.

Event description:
A report of inadequate coverage was received. The patient was offered reprogramming by bsn but the patient elected to be explanted. The patient needed to get some mris for non device related reasons. The device was returned to bsn and during device analysis it was determined that the ipg's analog ic was damaged by the electrocautery used prior the explant of the device. The current company labeling warns against the use of electrocautery, (B)(4).